Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18-user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 446 and 378mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). 509mg/dl, (B)(6) 2017, 08:20 pm, fasting: yes; 313mg/dl, (B)(6) 2017, 08:49 am, fasting: yes; 397mg/dl, (B)(6) 2017, 09:05 am, fasting: yes; hi, (B)(6) 2017, 08:38 pm, fasting: yes; 362mg/dl, (B)(6) 2017, 07:41 am, fasting: yes. Customer states that he have been seeing the hi for two weeks now.